Event description:
Situation an inferior venacava (ivc) filter had a retention barb at the tip of one of the filter legs shear off during explant from a patient. Barb remained in patient as a retained foreign body post procedure. Background patient had an ivc filer placed by (B)(6) back in (B)(6) 2024 for lle deep vein thrombosis (dvt) & bilateral pulmonary embolism (bilat pe). Patient returned to (B)(6) for removal but, due to the positioning of the filter against the inferior venacava, (B)(6) unable to remove. Patient seen by our medical doctor (md) and scheduled for ivc removal at ech. During the explant of the ivc filter, one of the retention barbs located at the distal end of the ivc legs sheared off. Under fluoroscopy, the md was able to determine that the foreign body had migrated to the pulmonary artery. Assessment no harm to the patient noted. Ivc filter was sequestered by vendor rep. Manufacturer was notified and they will be communicating with quality/risk about the incident. Recommendation from a procedural perspective, this is an unplanned event with a retained foreign body due to a potential defect in the implant. We did note post procedure deviations by both the provider and staff that we needed to address.